Event description:
It was reported the patient presented prior to a magnetic resonance imaging (MRI) scan. During interrogation, the implantable cardioverter defibrillator (ICD) could not be programmed into MRI mode. No changes or interventions were performed as, later that day, the device was able to be programmed into MRI mode. The patient was in stable condition.